Manufacturer narrative:
Additional information was received that the infection was not device related. The patient was prescribed with antibiotics. No further information could be obtained.

Event description:
A report was received that the patient had a (B)(6) infection at the ipg site. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2208-70 serial #: (B)(4) description: st linear lead 70cm the explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had a (B)(6) infection at the ipg site. The patient underwent an explant procedure.